Event description:
Analysis of the returned device revealed the main coil was broken. As the issue occurred during preparation, there was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without a delivery wire, within the introducer sheath. There was also an additional coil in an introducer sheath and dispenser hoop. The main coil was stuck in the twistlock introducer sheath, which was in a closed position. The coil had to be cut from the introducer sheath to be removed. The coil was noted to be stretched, kinked and broken from the delivery wire. The main junction was damaged. The device directions for use (dfu) instructs to unlock the twistlock prior to advancing the coil out of the introducer sheath. The coil appeared to be stuck in the twistlock of the introducer sheath, which happened to be in a closed position. Because the reported and observed issues can occur from moving the device with a locked twistlock of the introducer sheath, it appears that the dfu instructions were not followed.